Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The removed safety disk was returned to national repair center (nrc) for evaluation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the safety disk failing the membrane leak test . The test result read 3mmhg. The factory specification is +-6mmhg. The safety disk passed testing. Sending the safety disk to sustaining engineering for failure investigation per procedure.